Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that their insulin pump had a keypad anomaly. The customer¿s blood glucose level was 126 mg/dl. The customer stated that the insulin pump had difficult to pressing the keypad like power button and menu button. Customer stated the insulin pump had scratched on skin on the buttons were peeling off and the back of the insulin pump. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with peeling keypad overlay, stained keypad overlay, missing display window cover and faded serial number label. (B)(4).